Manufacturer narrative:
A ge service rep performed an onsite investigation. The filmer device was evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited filmer errors, failed to boot to a usable state, and failed to allow fluoroscopic exposures. No pt serious injury or death was reported to this event.